Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h7, h9.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. The barbed suture came with no barbs straight out from package. There were no adverse patient consequences reported. Additional information was requested. Upon evaluation, the returned devices did not meet the specified requirements for the barb measurements.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturing record evaluation was performed and identified a non-conformance, which was raised to address the event reported. The necessary actions have been taken to address the issue. Additional information was requested, and the following was obtained: patient status/ outcome / consequences --> no. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - in the attached image, two suture devices can be seen. Please confirm if the alleged deficiency occurred in both suture devices. Investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a partially dispensed needle suture outside the foil packet, and one open box containing three representative samples were received for analysis. The product code is sxpp2b400, and it is double-armed. During the visual inspection of the open sample, the swage and attachment areas of the needles were noted to be as expected. The suture was examined, and the barbs were present along the strand. To evaluate the condition of the representative samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems. To complement this assessment, two photographs were provided that visually document one used needle suture combination in two sections outside the labeled winding former, and two foil packets outside the one open box that pertains to product code sxpp2b400. Additionally, all samples were evaluated by measuring the barbs per suture. The results revealed that all four samples did not meet the specified requirements for the barb measurements. Based on the information currently available, barbs out specification were identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.